Manufacturer narrative:
The motor battery charger board was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. Motor charger board passed output test on fixture. All channels measured within the inspection parameters under each load condition. Imaging system readied as expected when motor charger installed. Motion and both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motion battery charger was replaced to resolve the reported issue. It was reported that the motion batteries were replaced as a portion of a planned maintenance (pm) performed previously. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion battery charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the motion battery charger board voltages were out of range. There was no patient present when this issue was identified. No additional information was provided.